Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor or needle left hanging on the stomach occurred. The sensor was inserted into the abdomen. No date of insertion was provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.